Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was reported that radiographic osseous alterations were observed and osteotomy related periosteal reactions were documented after a mean time period from procedure of 56.3±41.8 days (range 26-104) and a mean time period from end of distraction of -27.5±38.9 days (range -55-0).